Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / sharp pain in lower pelvic region") and pelvic inflammatory disease ("pelvic inflammatory disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with abdominal pain, dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraine headache"), menstruation irregular ("irregular menstrual cycle"), vaginal infection ("vaginitis"), vaginal discharge ("vaginal discharge"), vulvitis ("vulvitis") with rash, libido decreased ("low sex drive"), vulvovaginal mycotic infection ("chronic vulvar yeast infection") with vulvovaginal rash, dermatitis contact ("chronic contact dermatitis"), alopecia ("hair loss") and arthralgia ("joint pain"). The patient was treated with antibiotics, clotrimazole and surgery (laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, dyspareunia, menstruation irregular, vaginal infection, vaginal discharge, vulvitis, libido decreased, vulvovaginal mycotic infection and dermatitis contact had resolved and the fatigue, migraine, alopecia and arthralgia had not resolved. The reporter considered alopecia, arthralgia, dermatitis contact, dyspareunia, fatigue, libido decreased, menstruation irregular, migraine, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal infection, vulvitis and vulvovaginal mycotic infection to be related to essure. The reporter commented: the pathology report noted bilateral intratubal essure present diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: bilateral occlusion. Ultrasound scan - on (B)(6) 2009: uterus normal with implants bilateral cornua. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / sharp pain in lower pelvic region") and pelvic inflammatory disease ("pelvic inflammatory disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with abdominal pain, dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraine headache"), menstruation irregular ("irregular menstrual cycle"), vaginal infection ("vaginitis"), vaginal discharge ("vaginal discharge"), vulvitis ("vulvitis") with perineal rash, libido decreased ("low sex drive"), vulvovaginal mycotic infection ("chronic vulvar yeast infection") with vulvovaginal rash, dermatitis contact ("chronic contact dermatitis"), alopecia ("hair loss") and arthralgia ("joint pain"). The patient was treated with antibiotics, clotrimazole and surgery (laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, dyspareunia, menstruation irregular, vaginal infection, vaginal discharge, vulvitis, libido decreased, vulvovaginal mycotic infection and dermatitis contact had resolved and the fatigue, migraine, alopecia and arthralgia had not resolved. The reporter considered alopecia, arthralgia, dermatitis contact, dyspareunia, fatigue, libido decreased, menstruation irregular, migraine, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal infection, vulvitis and vulvovaginal mycotic infection to be related to essure. The reporter commented: the pathology report noted bilateral intratubal essure present diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: bilateral occlusion ultrasound scan - on (B)(6) 2009: uterus normal with implants bilateral cornua quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / sharp pain in lower pelvic region") and pelvic inflammatory disease ("pelvic inflammatory disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with abdominal pain, dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraine headache"), menstruation irregular ("irregular menstrual cycle"), vaginal infection ("vaginitis"), vaginal discharge ("vaginal discharge"), vulvitis ("vulvitis") with perineal rash, libido decreased ("low sex drive"), vulvovaginal mycotic infection ("chronic vulvar yeast infection") with vulvovaginal rash, dermatitis contact ("chronic contact dermatitis"), alopecia ("hair loss") and arthralgia ("joint pain"). The patient was treated with antibiotics, clotrimazole, surgery (laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy) and surgery (laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, dyspareunia, menstruation irregular, vaginal infection, vaginal discharge, vulvitis, libido decreased, vulvovaginal mycotic infection and dermatitis contact had resolved and the fatigue, migraine, alopecia and arthralgia had not resolved. The reporter considered alopecia, arthralgia, dermatitis contact, dyspareunia, fatigue, libido decreased, menstruation irregular, migraine, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal infection, vulvitis and vulvovaginal mycotic infection to be related to essure. The reporter commented: the pathology report noted bilateral intratubal essure present diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: bilateral occlusion. Ultrasound scan - on (B)(6) 2009: uterus normal with implants bilateral cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / sharp pain in lower pelvic region/worsening pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with abdominal pain, dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraine headache"), menstruation irregular ("irregular menstrual cycle"), vaginal infection ("vaginitis"), vaginal discharge ("vaginal discharge"), vulvitis ("vulvitis") with perineal rash, libido decreased ("low sex drive"), vulvovaginal mycotic infection ("chronic vulvar yeast infection") with vulvovaginal rash, dermatitis contact ("chronic contact dermatitis"), alopecia ("hair loss"), arthralgia ("joint pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("autoimmune"). The patient was treated with antibiotics, clotrimazole and surgery (laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, dyspareunia, menstruation irregular, vaginal infection, vaginal discharge, vulvitis, libido decreased, vulvovaginal mycotic infection and dermatitis contact had resolved, the fatigue, migraine, alopecia and arthralgia had not resolved and the genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered alopecia, arthralgia, autoimmune disorder, dermatitis contact, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, libido decreased, menstruation irregular, migraine, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal infection, vulvitis and vulvovaginal mycotic infection to be related to essure. The reporter commented: the pathology report noted bilateral intratubal essure present diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: bilateral occlusion. Ultrasound scan - on (B)(6) 2009: results: uterus normal with implants bilateral cornua. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / sharp pain in lower pelvic region/worsening pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with abdominal pain, dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraine headache"), menstruation irregular ("irregular menstrual cycle"), vaginal infection ("vaginitis"), vaginal discharge ("vaginal discharge"), vulvitis ("vulvitis") with perineal rash, libido decreased ("low sex drive"), vulvovaginal mycotic infection ("chronic vulvar yeast infection") with vulvovaginal rash, dermatitis contact ("chronic contact dermatitis"), alopecia ("hair loss"), arthralgia ("joint pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("autoimmune"). The patient was treated with antibiotics, clotrimazole and surgery (laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, dyspareunia, menstruation irregular, vaginal infection, vaginal discharge, vulvitis, libido decreased, vulvovaginal mycotic infection and dermatitis contact had resolved, the fatigue, migraine, alopecia and arthralgia had not resolved and the genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered alopecia, arthralgia, autoimmune disorder, dermatitis contact, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, libido decreased, menstruation irregular, migraine, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal infection, vulvitis and vulvovaginal mycotic infection to be related to essure. The reporter commented: the pathology report noted bilateral intratubal essure present. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: bilateral occlusion. Ultrasound scan - on (B)(6)2009: results: uterus normal with implants bilateral cornua. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received new reporter information was added, new event genital bleeding ,hypersensitivity, auto-immune disorder was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / sharp pain in lower pelvic region") and pelvic inflammatory disease ("pelvic inflammatory disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with abdominal pain, dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraine headache"), menstruation irregular ("irregular menstrual cycle"), vaginal infection ("vaginitis"), vaginal discharge ("vaginal discharge"), vulvitis ("vulvitis") with perineal rash, libido decreased ("low sex drive"), vulvovaginal mycotic infection ("chronic vulvar yeast infection") with vulvovaginal rash, dermatitis contact ("chronic contact dermatitis"), alopecia ("hair loss") and arthralgia ("joint pain"). The patient was treated with antibiotics, clotrimazole and surgery (laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, dyspareunia, menstruation irregular, vaginal infection, vaginal discharge, vulvitis, libido decreased, vulvovaginal mycotic infection and dermatitis contact had resolved and the fatigue, migraine, alopecia and arthralgia had not resolved. The reporter considered alopecia, arthralgia, dermatitis contact, dyspareunia, fatigue, libido decreased, menstruation irregular, migraine, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal infection, vulvitis and vulvovaginal mycotic infection to be related to essure. The reporter commented: the pathology report noted bilateral intratubal essure present . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: bilateral occlusion. Ultrasound scan - on (B)(6) 2009: uterus normal with implants bilateral cornua . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.